Event description:
Tibial reamer from the wichita set that was delivered as a loaner instrument set was badly bent. No replacement device was used, no delay in surgical time, surgeon noticed when he spun the reamer on power driver that is was badly bent.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device was in used condition. Small nicks and scratches were noted on the device consistent with normal use. Inspection of the device found no evidence that it was "badly bent" nor were any other gross damages noted. The the root cause of the reported event determined because inspection of the returned device could not confirm the event. The returned reamer was in good condition and was not bent. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Tibial reamer from the wichita set that was delivered as a loaner instrument set was badly bent. No replacement device was used, no delay in surgical time, surgeon noticed when he spun the reamer on power driver that is was badly bent.